Event description:
It was reported that the patient had the artificial urinary sphincter replaced as the patient could not use the prosthesis. Following the surgery, the patient was in good condition. There were no patient symptoms or complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter replaced as the patient could not use the prosthesis. Following the surgery, the patient was in good condition. There were no patient symptoms or complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the mechanical issue was confirmed with the balloon component. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the cuff and pump were thoroughly analyzed. The ams 800 artificial urinary sphincter (aus) 4.0cm belt cuff was visually inspected, microscopically examined, and leak tested. The cuff did not show any signs of damage or abnormalities. The leak test passed as no leaks were identified. Product analysis did not identify a product malfunction. The ams 800 artificial urinary sphincter (aus) 4.5cm belt cuff was visually inspected, microscopically inspected, and leak tested. The cuff did not show any signs of damage or abnormalities. The leak test passed the criteria of no leaks. Product analysis did not identify a product malfunction. The ams 800 artificial urinary sphincter (aus) control pump was visually inspected, microscopically inspected, and leak tested. The pump did not show any signs of damage or abnormalities. The leak test passed the criteria of no leaks. Functional testing was not completed on the pump as there were no device allegations against the pump and mechanical issues were found with the balloon. Product analysis did not identify a product malfunction with the pump. The ams 800 artificial urinary sphincter (aus) balloon was visually inspected, microscopically inspected, leak tested, and functionally tested. The balloon did not show any signs of damage or abnormalities. The leak test passed the criteria of no leaks. The functional test failed the criteria of 61-70cmh2o with a value of 82.2cmh2o. Product analysis confirmed product malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.